Manufacturer narrative:
Philips service replaced the tube, adjusted alignment, and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the frontal x-ray tube small focus defect caused no x-ray possible on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.